Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they started experiencing high blood glucose on (B)(6) 2017 with a 430 mg/dl reading. The customer treated the high blood glucose with syringe. The customer stated the meter was not sending the blood glucose reading to the insulin pump. Customer's blood glucose was 333 mg/dl. At the time of call. Troubleshooting was performed. High pressure test was not completed as there was no clamp available. The insulin pump will not be returned for analysis.